Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery failure. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During product evaluation, it was discovered that the event occurred during delivery. There was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The writer inadvertently omitted the explanation of the evaluation results in the initial medwatch report. The reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously sent into service for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.